Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the device moved towards the left ventricle and appeared to be impinging on the anterior mitral leaflet, which increased the mitral regurgitation from moderate to severe. As the valve was still attached to its delivery catheter system (dcs), an attempt was made to raise the valve¿s position using the dcs; however, the valve dislodged into a supra-annular position. An attempt to retrieve the valve through the introducer sheath was unsuccessful. Multiple attempts to reposition the valve were unsuccessful, and the decision was made to deploy the valve in its current position, with a surgical explant and replacement planned for a future date. It was reported that the patient experienced a confirmed stroke with right-sided weakness, but was stable after the procedure.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that an attempt to raise the valve led to increased tension which may have played a role leading to dislodgement. An image was provided showing the valve fully deployed, and a sheath is above the valve, which was possibly used to attempt retrieval, as reported. However, without return of the device and/or angiogram cine for evaluation, an assignable root cause cannot be determined at this time. Moreover, there was an unsuccessful attempt to retrieve the valve post annular contact, which is not recommended per the product IFU. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.